Manufacturer narrative:
Section b3 corrected.

Manufacturer narrative:
As reported, after a 5f mynx control vascular closure device (vcd) was used, the patient developed infection at the site. It was noted that there was patient injury. The product was stored as per labeling. The device was opened in a sterile field. The device was used in-patient. As per the sales rep, the physician did not re-prep the site with an antiseptic before using the device. The product was not returned for analysis. A product history record (phr) review of lot f2110304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site infections are a known procedural complication associated with percutaneous punctures used for entry into the vascular system and are listed as such in the instructions for use. There are multiple potential etiologies associated with access site infection. These include but at not limited to duration of access, hospital protocol access site preparation, patient comorbidities and body habitus. However, with the limited information provided it is not possible to draw a clinical conclusion between the device and the reported event. According to the IFU which is not intended as a mitigation of risk, if a patient has had a procedural sheath left in place for an extended period of time, consideration should be given to the use of prophylactic antibiotics before inserting the mynx control vcd. The IFU also instructs to apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2110304 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a 5f mynx control vascular closure device (vcd) was used, the patient developed infection at the site. It was noted that there was patient injury. The product was stored as per labeling. The device was opened in a sterile field. The device was used in-patient. As per the sales rep, the physician did not re-prep the site with an antiseptic before using the device. The device will not be returned for evaluation.